Event description:
It was reported that, "the pt had a loose tibial component so the surgeon revised."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.